Event description:
It was reported that during a thrombectomy and atherectomy procedure, the guidewire allegedly eaten from the catheter. It was further reported that the catheter was allegedly not easy to remove from the patient body. Furthermore, the distal part of the guidewire was allegedly broken and retrieved using a snare device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the reported lot number is unknown. Investigation summary: the catheter and guidewire witch was delivered without a lot number for evaluation were physically investigated. During physical investigation, a catheter was received with a broken guide wire outside of the catheter. The guide wire was found broken at 92 cm from the tip of it. The test guide wire passed through the catheter with slight resistance until the metal gear wheel. After flushing and running in the water aspiration test was performed and slightly lower than nominal aspiration level was achieved. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the occluded lesion via the contralateral access, the guidewire allegedly eaten from the catheter. It was further reported that the catheter was allegedly not easy to remove from the patient body. Furthermore, the distal part of the guidewire was allegedly broken and retrieved using a snare device. There was no reported patient injury.